Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrode melted due to electrical discharge and the melted electrode adhered to the tip. Electrical discharge between the part adhered to the melted electrode and the electrode occurred during output activation and the electrical breakdown occurred. Thermal shock due to sudden temperature change of the tip. A likely mechanism causing the tip detachment might be the following: due to the factor described below, electrical discharge between the tissue and the electrode occurred during output activation. The high-frequency output was set too high. The electrosurgical unit was used in the coagulation mode. The output activation time was too long. High heat might have been locally applied to the electrodes and tip. The tip melted and cracks developed. The fixing strength of the adhesive securing the tip decreased. A force to perform tissue incision was applied to the cracked area, causing the tip to crack and detach. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use electrosurgical knife's distal tip was damaged and broke off during an endoscopic submucosal dissection procedure. The procedure was completed with a back up device. There were no reports of patient harm.